Manufacturer narrative:
B.7 added information that was inadvertently omitted from the initial report that was submitted. The investigation has been completed. No product was returned. Unable to place or position (positioning issue): the first one was pulled out of the left ventricle (lv) to the descending aorta accidentally and could not advance into the lv by multiples attempts. The cause of the positioning issue was determined to be an unintentional use error since the pump was pulled out of the lv to the descending aorta accidentally. The device history review was completed and the device passed all post sterile inspection checks.

Event description:
The complainant reported that after implantation of an impella cp the pump was accidentally pulled out of the left ventricle to the descending aorta. After several unsuccessful attempts the impella could not advance into the lv. The physician exchanged the pump for another impella cp.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.